Manufacturer narrative:
When nakanishi contacted the dentist for information about the event, the dentist refused to provide any information about the patient.

Event description:
On december 18, 2017, an nsk handpiece z85l was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had injured a patient. Upon receipt of the information, nakanishi made a phone call to the dentist to obtain detailed information. The information nakanishi received from the dentist is as follows. The details are as follows. - the event occurred in (B)(6) 2017. - the dentist was providing a dental treatment to a tooth of the patient's lower jaw using the handpiece z85l (serial (B)(4)). - during the procedure, the handpiece headcap came in contact with the patient cheek, and injured the cheek. - there was a 1 millimeter bleeding wound on the cheek. - the dentist found about 1 millimeter bleeding wound on the cheek. - the patient was not under anesthesia. - the dentist was not aware of any abnormality in the device prior to use. - the dentist determined that no medical intervention was necessary.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z85l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (april 2017) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted a preliminary visual inspection of the headcap of the returned device. There were no visible abnormalities, such as damage or breakage on the headcap. Nakanishi disassembled the handpiece and performed an additional visual inspection of the inside parts. Nakanishi observed the following phenomena: - there was a contact trace with the headcap on the shaft in the head. - there was debris in the headcap. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the reported patient's injury was contact between the headcap and the shaft in the head. The patient's cheek was caught in the gap between the push button and the headcap created by the contact. Misuse and carelessness by the user lead to the contact between the headcap and the shaft, which results in the patient's injury. In order to prevent a recurrence of the patient's injury, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of using the device, as instructed in the operation manual.